Event description:
Event description guidant received information that both the model 4480 and model 4512 leads were found dislodged after six years of implant time. During an invasive procedure, the physician was not able to reposition the 4512 left ventricular lead. It was explanted and replaced. Also, it was discovered that the insulation for the model 4480 right ventricular lead had been damaged during the procedure. The 4512 was explanted/replaced and returned for analysis.